Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two images were received for evaluation. Visual and functional testing were performed. During visual inspection, it was observed that the device was in used conditions, without the original packaging and with its certificate of safe handling. During functional testing, the complaint was not confirmed. When the sample was inflated with air, the cuff only inflated one side. According to the IFU (instruction for use) the pilot balloon was manipulated and the cuff inflated. After the whole cuff inflated, it was deflated and inflated four times. Every time the cuff inflated completely and symmetrically. The root cause of the reported issue could not be determined. No actions were taken.

Event description:
It was reported that the cuff was not inflating fully during pre-test. No patient injury was reported.